Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: filling issue. Doesnt even fill to line. Tubes doesnt fill to lower fill line.e.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-17 h6: investigation summary bd receive 80 samples from the customer in support of this complaint. 20 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Bd was unable to confirm customers indicated failure mode based on the returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: filling issue. Doesn't even fill to line. Tubes doesn't fill to lower fill line.